Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced there was a blockage in the tubing on (B)(6) 2024. The patient changed supplies as necessary and resumed insulin therapy. No further information was available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). The batch 6006630 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 03 and wi guidance for functional testing for complaints area version 02 for the occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). Complaint investigation test results: visual test according to wi version 3 on reference samples, reference samples passed the test. Functional (flow test) test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6006630 was manufactured according to the wi version 112, manufactured in the line 4, on 24/apr/2024 with a total of (B)(4) units. Gluing tubing DHR review: the lot 4d01199 was manufactured according to the wi version 63, manufactured in the machine sc03, on 18/apr/2024 with a total of (B)(4) units. Trending: a query was run in database on 16/jun/2025 against malfunction code evaluated occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 6006630 and no other complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples related to the complaint, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.